Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Medical professional reports "integrity of the left prosthesis. Highlighting of numerous bilateral, axillary, supra-centimetric lymphadenopathies". Device has been explanted. This relates to the left device.